Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: ni/ni/2008: the patient suffered from an upper midline reducible hernia. On (B)(6) 2008: a laparoscopic incisional hernia repair was performed on patient,during the procedure, a 6 in. X 8 in. Portion of bard/davol sepamesh ip was placed into patient's abdominal cavity and unfurled onto his abdominal wall. The bard/davol sepramesh ip was secured onto patient's abdominal wall by non-bard protacks. On (B)(6) 2017: while sitting at home, patient began experiencing severe abdominal pain. On (B)(6) 2017: the patient was taken to the hospital emergency room and a CT scan performed. The patient learned that the sepramesh and protacks had separated from his abdominal wall. The sepramesh had split into several pieces and portions of the separated sepramesh had adhered to patient's intestinal walls. The separated mesh caused patient to experience (I) excruciating abdominal pain, (ii) swelling, (iii) vomiting, (IV) constipation, (v) bowel obstructions and (vi) to develop substantial scar tissue on his intestinal walls. To repair the damage caused by the failure of the bard mesh and non- bard protacks, patient underwent surgery. 18 inches of patient's small intestine had to be removed due to the damage caused by the separated sepramesh and the protacks and portions of the sepramesh and the protaks were removed from patient's intestines. After the surgery, patient was released from the hospital and returned home. Thereafter, patient began again experiencing severe pain in his abdominal region. On (B)(6) 2017: the patient underwent a second surgery. It was discovered that additional portions of the separated sepramesh remained imbedded in patient's intestines. The discovered portions of mesh were removed from patient's damaged intestine. The non- bard protacks had migrated from their insertion points to the bowels of patient and had caused incisions in the bowel over time resulting in significant scar tissue buildup leading to pain, obstructions, constipation and overall wreaked havoc on the bowels of patient. As reported, patient has suffered serious and permanent injuries to his body, including physical pain, mental anguish, and permanent bodily impairment due to the alleged defective sepramesh.